Event description:
It was reported that a (B)(6)-year old caucasian female patient, who's undergone primary breast augmentation with two 400cc mentor memorygel breast implants, suffered several unexplained systemic symptoms, including extreme exhaustion, chronic fatigue, leaking gut, heavy metals in body, vitamin levels depleted, lymphatic system issues, menstruations stopped for months, hormonal issues, extreme pain on left side armpit, breast and down her arm. The patient was also diagnosed with mono. Mammogram and ultrasound found lymph in armpit that had grown to a certain size and has to be monitored. No device issue such as rupture was reported. The root cause of the patient¿s symptoms is unclear. As a result, the patient underwent bilateral removal on (B)(6) 2021. This medwatch form is for the right breast prosthesis.

Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: generalized illness, toxic reaction (nos). (B)(4). Manufacturer¿s reference number: (B)(4).